Event description:
It was reported that during un-packaging of the 8 x 40 mm xpert, the protective sheath was a bit retracted and some of the stent struts were expanded; therefore, the device was not used in the anatomy. A new device was used to complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system found the stent implant was partially expanded and the proximal end of the stent implant was mislocated. There was no damage noted to the stent implant. The sheath was partially retracted for a length of 4 mm. In this case, based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling, as the distal sheath was retracted 4 mm. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.